Event description:
A malfunction alert was reported for a pump distributed in denmark, identified with the code malf 16-0x20e6. There was no reported impact on the customer's blood glucose level. The malfunction recurred after the customer's attempts to reset the pump, prompting a replacement, as confirmed by tandem technical support. The customer was informed of the replacement process and instructed on the necessary steps, including returning the malfunctioning pump. Details on backup insulin therapy were not disclosed by the customer.